Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was noted before patient involvement. The device was filled with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 11, 2014 to november 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted white particulate matter floating inside the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy revealed the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.